Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation. Since the customer has not provided the complaint article yet, device investigation has not been initiated. However, the review of the corresponding device history record (DHR) did not reveal any anomalies.

Event description:
The customer reported that laser light leaked from a cable of a laser probe. The new laser probe was used. There was no injury to a patient or staff.

Manufacturer narrative:
Since the involved laser probe was not received for investigation, no physical examination could be performed to confirm the reported failure. Device history record (DHR) review revealed no deviations. In addition, trend analysis showed that no similar complaints have been reported on this specific lot previously. Based upon the current available information, the findings do not lead to a clear conclusion concerning the cause of the reported adverse event. However, breaking of the internal optical fiber is strongly suspected. Though all laser probes are tested on functionality prior being released for distribution, breaking of the internal fiber is a confirmed deficiency with this product type.

Event description:
The customer reported that laser light leaked from a cable of a laser probe. The new laser probe was used. There was no injury to a patient or staff.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
The customer reported that laser light leaked from a cable of a laser probe. The new laser probe was used. There was no injury to a patient or staff.